Event description:
The user received erroneous results for creatinine and triglyceride. Of the data provided, two creatinine results were discrepant. Sample 1 initial result was 11.3 mg per dl, repeat result from the same analyzer was 1.4 mg per dl. The result of 11.3 mg per dl was reported, but the pt was not treated. Sample 2 initial result was -0.1 mg per dl, repeat result on the same analyzer was 1.4 mg per dl. The repeat result was reported. No pts were treated based on any erroneous result generated. The field service rep determined there was air in the r1 syringe and reseated all the syringe connections and seals. To verify the analyzer operation, he ran mechanism checks, calibration and qc.